Event description:
I was diagnosed with sleep apnea in (B)(6) of 2015 and was prescribed a CPAP machine and have been using the same machine regularly for years. I also have a history of cancer in my lung. I've been cancer free for 4 years and go for regular check ups. I had a CT scan (B)(6) 2020 and my most recent scan was (B)(6) 2021. The results of my (B)(6) scan of my lungs showed "pleural-parenchymal thickening in the lateral base of the lower left lobe. Along the medical aspect of the left lingula by the mediastinum, a 3.1 cm ovoid, lobulated, pleural-based density is present...". A pet scan was done and it tested negative for cancer. I was not sick this past winter, so there is no reason I can think of that my lung would show new damage or additional scarring unless my CPAP machine has caused this. I found out (B)(6) 2021 about the recall on my CPAP machine and I believe that it is possible that it caused or contributed to new damage to my lung. For several months now I have experienced increased headaches, coughing, tightness in my chest, and more difficulty breathing. I also noticed some changes with my voice. FDA safety report ID # (B)(4).